Manufacturer narrative:
Device passed self test and displacement test. No pump error 23 noted. However, device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm immediately after a battery change. The customer's blood glucose levels was unknown at the time of the incident. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. The customer reported that the insulin pump was neither stored nor without a battery for > 8 hours. The insulin pump error alarmed had occurred more than once after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.